Event description:
The customer received a questionable t-uptake result on their e601 analyzer. The customer provided data for one patient with discrepant results reported outside the laboratory. The patient's initial t-uptake result was 0.8 unit. The sample was repeated on an axsym analyzer and the result was 0.41 unit. There were no adverse events. The t-uptake reagent lot number was 161699 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Two samples were sent in for investigation. The investigation results were comparable to the abbott t-uptake method. The customer's measured t-uptake result of 0.8 is borderline on the lower limit of the reference range. The gcs result indicates hyperthyroidism comparable to the abbott t-uptake method. The investigation results indicate hyperthyroidism for both samples. No adverse events were reported.